Manufacturer narrative:
(B) (4). (B) (4). Device #2: part # 12322-02, lot # unk indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device # 2 issue: difficult to remove - needles, failure to deploy - suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the prostar xl device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after pulling the handle, it was not possible to pull the needles out. An attempt to remove the needles with "kelly clamps" was unsuccessful. "After pulling vigorously, the needles were pulled out but not the threads" (sutures). The device was removed and a second prostar xl device was attempted, with the same results. A third prostar xl device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.